Event description:
This device shows eri with unexpected battery behavior. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was explanted on (B)(6) 2025. The device was not returned for analysis. The analysis is therefore based on the inspection of the returned data as well as the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The available data have been analyzed. The analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patient's individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.

Manufacturer narrative:
The device was explanted on (B)(6) 2025. Upon receipt, the ICD interrogation revealed the eri battery status. The device was implanted for 21 months and 282 charging cycles were recorded in the device¿s memory. The memory content of the device was inspected. The data showed an inconsistency between the amount of charge taken from the battery and the battery voltage, which led to the automatic activation of the eri battery status. The ICD was subjected to an electrical analysis. During the analysis the current consumption of the ICD was verified and found to be normal and as expected. In a next step, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electrical module was directly measured. The measurement confirmed an elevated current consumption. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.